Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector did not cauterize. Staff checked the cord, the bovie, and the generator and everything looked fine but the device would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient complications.